Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on october 14, 2019 with blood glucose level 350 mg/dl. The customer was treated with intravenous fluids and intravenous of insulin. Troubleshooting was assisted. The description of complaint was viral infection, high blood glucose and diabetic ketoacidosis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer's weight information has been changed to (B)(6) and it was reported that the auto mode feature was active on insulin pump at the time of event..